Event description:
Vaginal burn noted at end of procedure for removal of uterine polyp. Equipment used: valleylab esu, cutting loop and storz resectoscope. Esu tested and no problem found. Storz checked scope and it was found to be bent. Metal to metal contact probably caused burn.